Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Although the actual pump involved in the reported incident was returned for evaluation, when the pump was turned on it immediately began alarming and further testing could not be done. The motherboard and syringe holder were replaced, and the device was calibrated and tested per the technical safety check and met all specifications. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: there is a discrepancy with the infused volume.